Event description:
The patient noticed that one week prior to calling animas the down arrow button felt flat and required several presses in order to activate desired pump functions. The patient denied cleaning her pump. There was no evidence of misuse of a product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed contamination under the button contacts. The pump buttons feel flat when pressed. The buttons did not click or spring back normally. The pump intermittently activated pump functions when pressed.